Event description:
Philips received a complaint on the earlyvue vs30 indicating that there were issues with the blood pressure, as it was not inflating properly, and no value was showing. The device was not showing accurate or consistent non-invasive blood pressure (nibp) readings. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) performed testing using an nibp simulator. During testing, it was found that replacing the nibp cuff resolved the issue. Based on the information available and the testing conducted, the cause of the reported problem is the nibp cuff. The reported problem was confirmed. All tests passed with the new nibp cuff, and the device is now operating as expected.